Event description:
Pt had neurostimulation system removed due to infection. While implanted, pt experienced severe headaches, numbness and tingling, occassional burning sensation in legs, and loss of hair on legs. No f/u info available on pt.